Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of over 500 mg/dl with symptoms of nausea. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the battery cap was unable to tighten to the pump, causing the pump to occasionally lose power. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic issue as a result of the pump losing power.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2018 with the following findings: there were unexplained pump reboot events observed in the pump history. The battery compartment was found to be cracked. The battery cap had stripped threads. The battery cap was unable to maintain an electrical connection with the pump. A test cap was able to maintain an electrical connection and the pump was exercised for 24 hours with no further power issues. The recorded total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no issues. The display screen was dim and discolored.